Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being at the emergency room due to high blood glucose of 326 mg.dl. Troubleshooting was performed. The customer also was given herself manual injections to lower her glucose level. The programming was correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and passed. The customer mentioned taking medications. The customer performed an infusion set change and received a no delivery alarm. Advised the customer to disconnect at quick release, and then perform the fill cannula test, and the insulin exited. It was stated while the infusion set was changed, the customer did not take off the needle guard and was stuck on the adhesive patch. Instructed the customer to check the insertion area and noticed a lump under the skin. Advised customer to contact her dr for instructions. The customer stated that she will try to remove herself. The customer performed the infusion set change successfully. No further info was provided.